Event description:
According to the reporter, during treatment, the luer adapter of the arterial segment detached from the extension tube. There was noted a leak from the luer adapter and extension tube connection. The catheter was not repaired. There was nothing unusual observe on the device prior to use and there were no other defects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. There was no method utilized to tightened the adapters. There was no excessive force used on the device. There was no cleaning agent used on the device. The insertion site was not treated with prior to product placement. Flushing was done with normal result. Tego was not utilized. As a remedial action, the product was replaced with a product from the same lot and product ID on the same day of the event. The treatment was completed at the ICU (intensive care unit) after replacing the product. There was blood loss of 20ml(milliliters), but no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the arterial luer adapter of the catheter had become detached from the extension tube. It was reported that the luer adapter detached from the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during treatment, the luer adapter of the arterial segment detached from the extension tube. There was noted a leak from the luer adapter and extension tube connection. The catheter was not repaired. There was nothing unusual observe on the device prior to use and there were no other defects/damages found on the product aside from the reported issue. There were no other products being utilized with the device. There was no method utilized to tightened the adapters. There was no excessive force used on the device. There was no cleaning agent used on the device. The insertion site was not treated with prior to product placement. Flushing was done with normal result. Tego was not utilized. As a remedial action, the product was replaced with the same lot at the same day of the event. The treatment was completed at the ICU (intensive care unit) after the remedial action was done. There was blood loss of 20ml(milliliters), but no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Func tional testing found that the luer adapter was found to be cracked, leaking, or broken. It was reported that the leak or hole on the extension tube at or near the bifurcate/hub. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the luer adapter detached from the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.